Manufacturer narrative:
Concomitant medical products. Model: dtba1d1, crt-d; implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with oversensing noise present on the bipolar pacing vector. When reprogrammed to integrated bipolar the noise was still seen. The physician chose to program detections "off" and the lead will be replaced at a future date. The lead currently remains implanted. No patient complications have been reported as a result of this event.